Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/patient's daughter contacted lifescan (lfs) alleging that the onetouch ultra2 meter was displaying the "error 1" message. The medical surveillance specialist (mss) attempted to contact the patient and the daughter for follow up questions on (B)(6) 2010 and (B)(6) 2010; however they were not able to be reached. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported the alleged issue began on the morning of (B)(6) 2010 at 7:00am. The daughter indicated that the patient manages her diabetes with oral medications (glucophage 500mg) with diet/exercise. Due to the alleged issue, the daughter stated that the patient skipped or stopped her dose of medication at 10:00am that morning. Half an hour after the start of the alleged issue, the daughter claimed that the patient was experiencing headaches, feeling dizzy, sweaty, hot, nauseas, and nervous. The daughter stated the patient was taken to the emergency room (ER) the following day at 10:00am. At the time of the ER, the daughter indicated the patient was taken off her regular medication because of her low blood sugar. The daughter stated that the patient was tested by the lab at 9:30am on the morning of (B)(6) 2010, but was not able to specify the result. At the time of troubleshooting, the cca verified that the patient had used the subject meter before. The alleged error message was not resolved. Replacement products were sent to the patient. Based on the provided information at this time, it is not known whether the patient associated the symptom of "sweating" as high or low blood sugar symptoms or whether she was able to test on another glucose meter at the time of the reported issue. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.